Event description:
It was reported that the insulin pump was not alarming no delivery. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.